Event description:
It was reported that: "aiming joystick did not allow depth gauge to measure from adjacent hole i.e. Most posterior."

Manufacturer narrative:
Device is not available for evaluation. If the device or additional information becomes available, it will be reported in a supplemental report.